Event description:
It was reported via repair work order that no controls worked on the bed as the motor control board was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was no power to the bed as the footend motor and motor control board were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that the bed had power, however, no controls worked due to a damaged motor control board.